Event description:
It was reported that during the final measurement after the right ventricular (rv) lead was implanted, the rv lead had dislodged. When an attempt to reposition the rv lead, the helix would not extend. A new rv lead was implanted. There were no adverse health consequences to the patient.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed and the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix found bent, stretched, and clogged with blood/tissue. Final analysis found the inner coil inside the connector region was over-torqued and the helix was bent/damaged consistent with procedural damage. No further anomalies were detected.